Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported that "implants soft on the outer edges and firmer in the middle" and "one is hard." Healthcare professional reported exchange from textured to smooth due to concern with the product and capsular contracture, baker grade not specified. Affected side is right. Device has been explanted and replaced.